Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lead was explanted and replaced with a new lead to deliver again the therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this lv lead also exhibited loss of capture (loc) due to the dislodgment revealed on chest x-ray.